Event description:
It was reported that after pre-dilatation, as the stent delivery system (sds) was advanced to the lesion the stent dislodged in the coronary. A balloon catheter was used to compress the stent against the vessel wall.